Manufacturer narrative:
At this time, the product will not been returned. If the product is later returned, analysis will be performed and this report would be updated, at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned surgically for an unknown issue. Additional information indicated that the lead had chronic high outputs and sometimes did not have capture. The physician was concerned that the lead may be in the middle cardiac vein, based upon an x-ray taken. Thus the physician decided to replace the lead, during a normal battery depletion pacemaker explant. No adverse patient effects were reported.